Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events summarized - 315. Novasilk - 121. Restorelle -194 - attachment: [oto oct nov 2016 (2).zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated dyspareunia, urinary dysfunction, chronic infections/uti's.